Manufacturer narrative:
The device has been returned and evaluated by product analysis on 20-sep-2019 with the following findings: a review of the pump black box showed pump reboots on (B)(6) 2019. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. A test battery cap was able to fully secure and tighten in-order to power on the pump. Investigation basal duration test was completed with the test battery cap with no power loss or rebooting. The complaint of a power was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.